Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction (incontinence, urgency, and/or frequency) it was reported that the patient was experiencing shocking in the rectum area along with pain, discomfort/soreness/pinching/ache/pressure, worsening baseline symptoms of urge incontinence. Patient reported sharp pain and shocking in the rectum area even when the device was turned off. Patient was admitted overnight after the removal of the device.

Manufacturer narrative:
Continuation of d10: product ID 978b133 (lot: va37525); product type: 0200-lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6) revealed that the implantable neurostimulator (ins) passed functional testing; however foreign material was observed in the implantable neurostimulator (ins) connector port. Analysis of the lead (lot#: va37525) revealed that the returned device passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID 978b133 lot# va37525: explanted: (B)(6) 2025. Product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.